Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the prosthesis was implanted and the packaging was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a white residue was noted in the implant sterile packaging during a knee procedure. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of photograph. Visual evaluation of the provided photos found white residue that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue is considered acceptable as it does not contact the implant which is contained in a poly bag. Device history record was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.